Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up, interrogation revealed noise on the rv lead. The physician suspected the noise was due to external causes. The device output was reprogrammed. The patient was brought back for another follow up and the noise was not reproducible. The lead was explanted and replaced.